Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius dry acid mixer had a cracked, burnt and melted fill valve that emitted a burning smell. There was no report of smoke, sparks, flames or arcing. The issue was noticed during mixing. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fill valve was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues associated with the reported issue. The biomed is still waiting for a replacement part to arrive, so the mixer is out of service. The fill valve is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the fill valve was returned to the manufacturer for physical evaluation. Exterior inspection revealed thermal damage to the valve coil, the terminals and cracks in the casing. The damaged valve emitted a burn smell. The resistance measured across the hot and neutral terminals was found to be shorted. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius dry acid mixer had a cracked, burnt and melted fill valve that emitted a burning smell. There was no report of smoke, sparks, flames or arcing. The issue was noticed during mixing. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fill valve was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues associated with the reported issue. The biomed is still waiting for a replacement part to arrive, so the mixer is out of service. The fill valve is available to be returned to the manufacturer for physical evaluation.